Event description:
Reporter states the x-tube, both side frames, broke and the front casters also collapsed due to the retaining holes in frame being elongated. Weight limit on this chair is 250 lbs. This end user's weight is 280 lbs. No injuries reported.